Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reprogrammed the nodes to exit the error state and then updated the system manually to prevent further occurrences. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 311 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reprogramming the system. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the system was faulting and requiring a restart prior to the scheduled case. Technical support reviewed the logs and identified a 311 fault. Troubleshooting began with a hard power cycle of part of the system, but the fault persisted. The possibility of a recent power loss was ruled out based on information provided. No backup system was available for use, leaving uncertainty about proceeding with the case. The customer reported event has no report of patient injury.